Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. So the customer removed the product from the patient and checked it by submerging it in water, and leakage was detected. No patient injury reported.

Manufacturer narrative:
Device evaluation: two photos were included in agile attachments for evaluation; photos showed the complainant sample. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. A leakage was detected between the check valve and pilot balloon. No other analysis was performed. Based on the analysis conducted in the sample provided, leaking failure mode was confirmed. The failure condition was possibly due to assembly process not followed correctly (not enough solvent at joint). The problem source was traced to manufacturing. For corrective action an awareness/customer complaint notification was performed to production personnel to explain the importance of adherence to the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).